Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a no external power was noted at 8:00am on (B)(6) 2024. Log files confirmed a power cable disconnect/low power hazard/no external power while connected to the mobile power unit (mpu) on (B)(6) 2024 from 8:00-8:01am caused by power to the mpu being briefly interrupted.

Event description:
Additional information was received that the issue with the mobile power unit (mpu) was human error. Education was provided to the patient.

Manufacturer narrative:
Section d1: corrected. Section d4: corrected catalog number and primary UDI. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file. The log file contained data spanning approximately 5 days ((B)(6) 2024 ¿ (B)(6) 2024 per timestamp), and the pump operated at intended speeds while connected to the driveline. A no external power alarm was observed on (B)(6) 2024 while the mobile power unit (mpu) was in use. The alarm appeared to have been caused by a loss of ac power, as the voltage within both cables steadily decreased. The alarm resolved within the same minute of activation when power was restored to the system. No other notable events were observed. The mpu (serial number unknown) was not returned for analysis. Per additional information, a v-lock ac power cord was in use, and the root cause of the reported event was determined to have been human error regarding the power cord's connection to the back of the unit. Education was provided to the patient. The serial number of the mpu was not provided. The heartmate 3 patient handbook (rev. G) instructs users on how and when to connect or disconnect the power cord from the mpu. Users are instructed to switch to a different power source before disconnecting the mpu¿s power cord. The heartmate 3 patient handbook (rev. G, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarms. To resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. G, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.